Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's electronic medical records say the patient had bilateral leg pain with some numbness and tingling that got worse.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine and baclofen at concentrations of 4.0 mg/ml, 2400.0 mcg/ml and doses of 0.7062 mg/day, 423.7 mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported in logs that the patient's pump had a motor stall on (B)(6) 2017 at 09:51 and motor stall recovery the same day at 10:27.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.